Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported over infusion which was reproduced. Baxter's device evaluation found the device to over deliver by approximately 3000% when the device was delivering at the reported rate of 4ml/hr during flow rate testing. The travels were measured and it was found that the upstream valve was severely under traveled. Absence of grease was also identified on the camshaft lobes which would cause excessive wear on the valves and fingers. The motor sub assembly was replaced to correct this condition.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a higher rate or volume than programmed (over infusion) of 0.45% normal saline (ns) in the neonatal intensive unit causing the patient's sugar levels to increase. The customer reported that "the nurse had started infusing 0.45 nss to 4 ml per hour, the bag was 500 ml, when balancing the fluid intake, the machine recorded the amount infused correctly, however the bag only had 100ml." The nurse immediately notified the physician on duty and proceeded to remove the machine from the unit. The customer was "able to infer patient received 400 ml of 0.45 nss in 6 hours, this data is matched with the patient's clinical." Any patient injury or medical intervention is unknown.